Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs stat results for an unknown number of patient samples. Data was provided for four patient samples. Sample 1 result in a sample cup was 6.18 pg/ml. Results in the primary sample tube were 5.54 pg/ml and 19.88 pg/ml with a data flag. The repeat result in a sample cup was 6.45 pg/ml. On (B)(6) 2016, sample 2 result in a sample cup was 14.17 pg/ml with a data flag. Results in the primary sample tube were 9.18 pg/ml and 15.21 pg/ml with a data flag. The "negative results" were believed to correct. The erroneous results were not reported outside the laboratory. The patients were not adversely affected. On (B)(6) 2016, sample 3 result in a sample tube was <3.00 pg/ml with a data flag. The results in a sample cup were 14.70 pg/ml with a data flag and 10.10 pg/ml. The repeat result in the sample tube was 9.82 pg/ml. On (B)(6) 2016, sample 4 results were 66.16 pg/ml with a data flag, 19.17 pg/ml with a data flag, 18.28 pg/ml with a data flag, and 18.02 pg/ml with a data flag. For these samples, information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was 138684. The expiration date was requested, but was not provided. The field service representative ran analyzer performance testing, which produced results within the specified limits. The field application specialist ran precision testing and did not see the same type of issue.

Manufacturer narrative:
The field service representative found the pipette hose of the probe was out of the pulley, was generating friction, and was not moving down properly. This was corrected and performance testing was done with results within the specified limits. A specific root cause could not be identified. A possible root cause was the issue found with the probe which could have caused bad pipetting. A preanalytical issue could not be excluded as the clotting time for the samples was too short.